Event description:
"During surgical procedures, oil started dripping from tube arm assembly. The oil dripped onto the pt causing burns on the abdomin and thigh."procedure being performed: biopsy, rt flexible ureteroscopy, and possible insertion of double-j stent.